Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that while troubleshooting the dimension vista 1500 system, the fluid from the water purification module (wpm) was splashed onto the operator's face. The customer stated that it was a black fluid and was unable to identify the nature of the fluid. The operator wore personal protective equipment (ppe) while cleaning the leak. No injuries occurred, and no medical intervention was required. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse identified a leak in the water purification module (wpm) manifold connector. The cse replaced the connector, ran a quick check, and quality control (qc), which recovered acceptably. Siemens further evaluated the event and determined that the malfunctioned connector in the wpm manifold potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that, while troubleshooting the dimension vista 1500 system, the fluid from the water purification module (wpm) was splashed onto the operator's face. The customer stated that it was a black fluid and was unable to identify the nature of the fluid. The operator wore personal protective equipment (ppe) while cleaning the leak. No injuries occurred, and no medical intervention was required. There are no known reports of adverse health consequences due to this event.